Event description:
It was reported that the customer had insulin leaking from the reservoir. The issue persists even after the pump has been replaced. Customer stated that the set has been changed twice. Insulin has been visible outside of the reservoir. Reservoirs will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.